Event description:
Information was received indicating that cadd extension sets, leaked 5 fluorouracil chemotherapy, that was dissolved in water without solvent, through the air escape button. It was reported the leakage was exposed to the family and grandchild.